Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this single coil lead and associated lead displayed shock impedance greater than 125 ohms. Boston scientific technical services discussed that due this lead being a single coil lead, impedances in the 120 ohm range is not uncommon. There were no adverse patient effects. The system remains in service.